Event description:
Customer reported the power harness melted at the board.

Manufacturer narrative:
It was reported that the power harness melted onto the pcb. There was no report of exposure to operator, any injuries, visible flames, smoke emission, or impact to patient results. Fire department was not called.